Manufacturer narrative:
Additional information was received: this case report was published in an article of the ¿bmj case reports¿ journal. Reference: tsujimura a, saito n, minakata k, kimura t. Distal coronary embolization during transcatheter aortic valve implantation. Bmj case rep. 2016 jul 7; 2016. Pii: bcr2016216620. Doi:10.1136/bcr-2016-216620. Pubmed pmid: 27389731.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it was reported that the lad narrowing was due to calcium deposits which became free and drifted into the lad during bav and/or valve implantation. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment of a 26mm sapien xt valve, the left anterior descending coronary artery (lad) was embolized with "calcification-like lumps" that were removed by suction catheter. Stenting of the coronary artery was also performed. Due to decreased cardiac function, percutaneous cardiopulmonary support (pcps) was introduced from the beginning of the procedure. After bav, acute ar and acute mitral regurgitation (mr) occurred. Subsequently, pulmonary artery pressure (pap) increased to 110 mmhg. A 26 mm sapien xt was immediately implanted in a 70:30 aortic/ventricular position, as intended. Post implantation, as ar and mr improved, pap improved to 23 mmhg. During the assessment of valve implantation, aortography showed delayed blood flow in lad. Coronary angiography detected narrowing of the lad. No occlusion was observed in the left main truck (lmt). The narrowing seemed to occur due to fragments of calcification which became free and drifted into the lad during bav and/or valve implantation. Suctioning was performed with a catheter, and "calcification-like" small lumps were removed. After removing the debris, ballooning and stenting were performed. Proper blood flow was confirmed by coronary angiography. The patient left the operating room in stable condition without pcps. On the following day, the patient was observed in favorable condition. The native annular diameter measured 24.2 mm by CT with severe calcification on valve and mild calcification on aortic root. There was remarkable calcification on the left coronary cusp. The mitral annulus was mildly calcified.